Event description:
It was reported that during a poba procedure, balloon deflation difficulties were encountered. The lesion was located in the mid left anterior descending (lad) coronary artery. After inflation of the maverick2 monorail balloon, the balloon would not deflate. The number of inflations and to what atms is unknown. The maverick2 monorail balloon catheter was removed with the balloon inflated. Pt status is listed as "fine".

Manufacturer narrative:
The device has not been returned for analysis as of this date.